Event description:
The facility reported a colleague infusion pump with a display malfunction. This event occurred upon power up during biomed servicing. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. A service history review revealed that this device has been serviced two times prior to this event. The device has not been previously sent into service for the reported condition of "display malfunction." Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "display malfunction" was confirmed by baxter personnel during product evaluation. The root cause was assigned to lines on the main display. The main display assembly was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.